Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high results. The patient was unable or unwilling to say what, if anything, he was comparing the results to. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter started to read inaccurately on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of 360 mg/dl. The reporter also claimed that alleged inaccurately high results were obtained on november 5 and 6. The patient manages his diabetes with novolog insulin which he self-adjusts, 35 units of another unspecified insulin, food and exercise. He indicated that after obtaining high results, he consumed less food/drink. He reported that about 36 hours after the start of the alleged issue, he became nervous, shaking and not feeling well. The cca established that the patient did not take novolog insulin on november 7, 2016. The cca documented that the patient had stopped testing and had been treating himself with the insulin based on how he was feeling. No other treatment or medical intervention was specified. The patient denied using any other device to test his blood glucose levels. During troubleshooting, the cca established that the patients test strips were within expiry date and had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. The patients products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.